Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for an evaluation. The device was functionally tested and was found to be non-hermetic, leaking at a rate of more than 2.0 l/min. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root causes of the reported event are likely to be caused by excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the tourniquet cuff did not inflate properly and the patient lost 800cc of blood during the total knee procedure. There was no extended procedure time reported and the procedure was completed successfully.